Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating a possible device malfunction. Lead break is suspected. It was also reported that the patient has not had any trauma that may have caused the problem. Further follow-up revealed that the patient is currently seizure free and it has not been decided if the patient is going to have revision surgery.